Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2000 - patent was diagnosed with recurrent stress urinary incontinence and right upper quadrant pain. The patient underwent a laparoscopic birch bladder neck suspension with implant of an unknown bard/davol "marlex" flat mesh, bilateral salpingo oophorectomy and lysis of adhesions in right lower quadrant. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.